Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to high blood glucose level and diabetic ketoacidosis. Date of hospitalization was unknown. Customer¿s blood glucose level was 588 mg/dl at the time of hospitalization. It was unknown that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had vomiting symptoms. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.